Event description:
Event [preferred term] (related symptoms if any separated by commas) cataract surgery [cataract operation], eye hemorrhage [eye haemorrhage], poor blood glucose control, higher blood sugar levels 25-26 mmol/l (multiple hospital admissions) [blood glucose increased], during injection of novopen, sometimes no insulin would be dispensed [device dispensing error], inaccurate doses [device delivery system issue], product quality issue [product quality issue]. Case description: this serious spontaneous case from china was reported by a consumer as "cataract surgery(cataract operation)" with an unspecified onset date, "eye hemorrhage(eye hemorrhage)" with an unspecified onset date, "poor blood glucose control, higher blood sugar levels 25-26 mmol/l(multiple hospital admissions )(sugar blood level increased)" with an unspecified onset date, "during injection of novopen, sometimes no insulin would be dispensed(device dispensing error)" with an unspecified onset date, "inaccurate doses(inaccurate delivery by device)" with an unspecified onset date, "product quality issue(product quality issue)" with an unspecified onset date, and concerned a 74 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , novopen 5 (insulin delivery device) from unknown start date for "diabetes", insulin aspart (insulin aspart) (18-20 units before each meal tid) from unknown start date for "diabetes", tresiba (insulin degludec) from unknown start date for "diabetes", insulin glargine (insuline glargine) from unknown start date for "diabetes." Patient's height, weight and body mass index was not reported. Current condition: diabetes mellitus (type and duration was not reported). It was reported that sometimes no insulin would be dispensed even though the plunger was pushed, while other times it worked normally. The hotline guided the operation of novopen 4, suggesting ensuring the screw rod and rubber stopper were completely in contact, and to install a new needle, which resulted in insulin dispensed. However, the patient did not accept this and insisted that it was a product quality issue with novopen 4. Novopen 5 could not be checked, but the patient stated it had the same malfunction. Since an unknown date the patient mentioned multiple hospital admissions (details not reported) due to poor blood glucose control, a cataract surgery, and eye hemorrhage. The patient believed that the frequent issue of no insulin dispensing when pushing the plunger with novopen might have led to inaccurate doses, higher blood sugar levels, and subsequent eye complications. It was reported that the eye hemorrhage was caused by diabetes. On (B)(6) 2025 the patient had eye hemorrhage clearance surgery; the eye hemorrhage symptoms disappeared. On an unknown date patient's blood sugar level (blood glucose) was at its highest at 25-26 mmol/l the hotline guided the operation of novopen 4, suggesting ensuring the screw rod and rubber stopper were completely in contact, and to install a new needle, which resulted in insulin dis-pensed. However, the patient did not accept this and insisted that it was a product quality issue with novopen 4 the patient denied storing the pen with the needle attached and claimed to expel air before each use. Batch numbers: novopen 4: hvgp499 novopen 5: jvgx066 insulin aspart: requested tresiba: requested. Action taken to novopen 4 was not reported. Action taken to novopen 5 was not reported. Action taken to insulin aspart was not reported. Action taken to tresiba was not reported. The outcome for the event "cataract surgery (cataract operation)" was recovered. The outcome for the event "eye hemorrhage (eye hemorrhage)" was recovered. The outcome for the event "poor blood glucose control, higher blood sugar levels 25-26 mmol/l (multiple hospital admissions) (sugar blood level increased)" was recovered. The outcome for the event "during injection of novopen, sometimes no insulin would be dispensed (device dispensing error)" was not reported. The outcome for the event "inaccurate doses (inaccurate delivery by device)" was not reported. The outcome for the event "product quality issue (product quality issue)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Company comment: cataract operation and eye haemorrhage are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in in-sulin aspart and insulin degludec. Elderly age of the patient and underlying diabetes mellitus are significant confounding factors for the development of cataract and eye haemorrhage. Poor glycaemic control could have resulted in chronic microvascular complication such as diabetic retinopathy, presented with eye haemorrhage. Relevant information on investigation results of sus-pect products and devices are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of insulin aspart and insulin degludec. Reporter comment: the reporter is an hcp or has been confirmed by an hcp. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigational results: novopen 4, batch number: hvgp499. Visual examination and functional testing were performed. Dirt on cap tube and dose selector.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Novopen 5, batch number: jvgx066. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The memory display was blank and the electronic register could not be reached. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory display was blank on all expelled dose sizes. The dose accuracy was measured by weighing. The results were found to comply with specifications. It was not possible to detect the alleged fault with the plunger. The product was found to be normal. The device was disassembled to examine internal parts and a microscopic examination was performed. Corrosion on electronic pen parts were observed. The display has turned blank due to corrosion of the electronics, as a liquid has entered the pen. It was not possible to transfer any data to any app when the electronics are not working due to corrosion. It was also not possible to use the dose memory function. The mechanical function of the pen was not affected by the faulty display. The fault was caused by accidental damage during use of the device. Insulin aspart; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Tresiba; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: expected date of follow up report removed. Investigational results updated final report ticked in EU/ca tab malfunction and is non-reportable changed to "no" imdrf codes updated narrative updated accordingly. Company comment: cataract operation and eye haemorrhage are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in insulin aspart and insulin degludec. Elderly age of the patient and underlying diabetes mellitus are significant confounding factors for the development of cataract and eye haemorrhage. Poor glycaemic control could have resulted in chronic microvascular complication such as diabetic retinopathy, presented with eye haemorrhage. This single case report is not considered to change the current knowledge of the safety profile of insulin aspart and insulin degludec. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Upon preliminary examination, foreign dry matter observed on internal parts of the device. The dirt /dust is observed on device, could affect the functioning of device. The observed problem is not related to any novo nordisk processes, and it is a result of accidental damage during use of the device. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 5 has been returned to novo nordisk for evaluation. During examination, memory display was found to be blank. The mechanical function of the device is normal when tested with new cartridge and needle. The results were found to comply with specifications. The display shows two lines / error / has turned blank due to corrosion of the electronics, as a liquid has entered the pen. The fault is caused by accidental damage during use of the device. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: novopen 5, batch number: jvgx066. A visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The memory display was blank and the electronic register could not be reached. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.during test the memory display was blank on all expelled dose sizes. The dose accuracy was measured by weighing. The results were found to comply with specifications.it was not possible to detect the alleged fault with the plunger. The product was found to be normal. The device was disassembled to examine internal parts and a microscopic examination was performed. Corrosion on electronic pen parts were observed.the display has turned blank due to corrosion of the electronics, as a liquid has entered the pen. It was not possible to transfer any data to any app when the electronics are not working due to corrosion. It was also not possible to use the dose memory function. The mechanical function of the pen was not affected by the faulty display.the fault was caused by accidental damage during use ofthe device.

Event description:
Case description: since last submission the case has been updated with the following: expected date of follow up report in EU/ca tab extended, narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.